Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set cannula kinked event on (B)(6) 2024 and (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was 375 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 3.